Event description:
It was reported by the rep that the (1) pxw35 was used during a laparoscopic choleocystectomy procedure. It was reported that the surgeon was using the device for the first time and the first six staples were safely approximated. The following staples dog-legged (did not form properly). The case was completed with a pmr35. There was no pt consequence.